Manufacturer narrative:
.

Event description:
Customer reported a malfunction of the transesophageal echocardiography equipment during an open heart surgery on a child. The tee probe and scanner had to be removed and replaced with a different system. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.